Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an incident where user experienced an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
A review of the dms data confirmed the complaint (ec30, led disconnect), as the alert history in dms shows that ec 30 was triggered on 29th february 2020, coupled with a huge variation of the ref on values in-vivo. The cause of this issue is potentially a crashed led. The sensor was received but it was found to be broken (likely either during sensor explant or transportation). No further investigation is possible.